Manufacturer narrative:
After reviewing this complaint, it was noted that the reported event is a duplicate case. This case is no longer reportable, should additional information arise it will be included in a supplemental report. Please refer to manufacturer reports 1221359-2021-00210 and 1221359-2021-00247 for the full investigation of this complaint.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be submitted after completion please see related MFR report #s:1221359-2021-00248.

Event description:
The customer reported nineteen (19) false positive results with the ID now covid-19 assay performed (B)(6) 2021 listing 2 separate lot numbers. No additional information, including sample collection, confirmation testing, patient information, outcome, impact, was provided. As it is unknown which lot number is associated with these events, a report will be submitted for both lot numbers. Therefore, this report is one (1) of two (2), representing lot # 1017280. Positive results are indicative of the presence of sars-cov-2 rna. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Refer to section 1.6, maintenance & cleaning, for further information. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.